Event description:
It was reported that wire detachment occurred. A fractional flow reserve (ffr) procedure was performed. The target lesion was located in the left internal mammary artery (lima). A comet ii pressure guidewire was advanced to take a diastolic hyperemia-free ratio (dfr) measurement. During the insertion, the wire was broken inside the guide catheter. When the guide catheter was removed, the broken proximal end of the wire remained in the subclavian artery. The physician attempted to snare the guidewire through both a groin and radial approach but was unsuccessful. Three days later, the patient underwent surgery for a cut down, but it was determined that the guidewire had perforated the vessel. The physician was able to grab the guidewire that was sticking out of the subclavian, but it broke once again and only a portion was removed from the patient's body. A portion of the guidewire remains inside of the patient's body. The procedure was not completed. No further patient complications were reported.

Event description:
It was reported that wire detachment occurred. A fractional flow reserve (ffr) procedure was performed. The target lesion was located in the left internal mammary artery (lima). A comet ii pressure guidewire was advanced to take a diastolic hyperemia-free ratio (dfr) measurement. During the insertion, the wire was broken inside the guide catheter. When the guide catheter was removed, the broken proximal end of the wire remained in the subclavian artery. The physician attempted to snare the guidewire through both a groin and radial approach but was unsuccessful. Three days later, the patient underwent surgery for a cut down, but it was determined that the guidewire had perforated the vessel. The physician was able to grab the guidewire that was sticking out of the subclavian, but it broke once again and only a portion was removed from the patient's body. A portion of the guidewire remains inside of the patient's body. The procedure was not completed. No further patient complications were reported. It was further reported that the patient underwent coronary artery bypass grafting (CABG) to get a saphenous vein graft (svg) to his left anterior descending artery (lad) since the lima was compromised due to the partial wire. The patient's ejection fraction is now 20% and is still admitted in the hospital and not doing well.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Returned product consisted of an ffr comet pressure wire in two sections. The occ cable was not returned for analysis. The tip and device shaft were microscopically and visually examined for damage, or any irregularities. There was blood on the outside of the body of the wire. Inspection of the device revealed that the distal shaft was detached/separated in two locations at the tri-cuts on the distal end. There was 152cm and 15cm of the wire returned for analysis, indicating that approximately 18cm of the device, including the tip, sensor, and senor housing, were not returned for analysis. There were numerous kinks throughout the body of the wire. The separated/detached ends on the 15cm section appeared to be bent (one slightly bent), indicating that the device kinked prior to separation. The appearance of the confirmed damage is consistent to damage that can be caused from interaction with another device or patient anatomy during the procedure.

Manufacturer narrative:
H6 - patient codes - corrected from e0511: perforation of vessels to e2114: perforation. Device evaluated by MFR.: the device was returned for analysis. Returned product consisted of an ffr comet pressure wire in two sections. The occ cable was not returned for analysis. The tip and device shaft were microscopically and visually examined for damage, or any irregularities. There was blood on the outside of the body of the wire. Inspection of the device revealed that the distal shaft was detached/separated in two locations at the tri-cuts on the distal end. There was 152cm and 15cm of the wire returned for analysis, indicating that approximately 18cm of the device, including the tip, sensor, and senor housing, were not returned for analysis. There were numerous kinks throughout the body of the wire. The separated/detached ends on the 15cm section appeared to be bent (one slightly bent), indicating that the device kinked prior to separation. The appearance of the confirmed damage is consistent to damage that can be caused from interaction with another device or patient anatomy during the procedure.

Event description:
It was reported that wire detachment occurred. A fractional flow reserve (ffr) procedure was performed. The target lesion was located in the left internal mammary artery (lima). A comet ii pressure guidewire was advanced to take a diastolic hyperemia-free ratio (dfr) measurement. During the insertion, the wire was broken inside the guide catheter. When the guide catheter was removed, the broken proximal end of the wire remained in the subclavian artery. The physician attempted to snare the guidewire through both a groin and radial approach but was unsuccessful. Three days later, the patient underwent surgery for a cut down, but it was determined that the guidewire had perforated the vessel. The physician was able to grab the guidewire that was sticking out of the subclavian, but it broke once again and only a portion was removed from the patient's body. A portion of the guidewire remains inside of the patient's body. The procedure was not completed. No further patient complications were reported. It was further reported that the patient underwent coronary artery bypass grafting (CABG) to get a saphenous vein graft (svg) to his left anterior descending artery (lad) since the lima was compromised due to the partial wire. The patient's ejection fraction is now 20% and is still admitted in the hospital and not doing well.